Manufacturer narrative:
Upon reassessment of the reported event, it was revealed that the head is UK design control (biolox) and will be filed under UK manufacturing number (B)(4).

Event description:
Upon reassessment of the reported event, it was revealed that the head is UK design control (biolox) and will be filed under UK manufacturing number (B)(4).

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Report resource: petrillo, s (2019). One-staged combined hip and knee arthroplasty: retrospective comparative study at mid-term follow-up. Journal of orthopaedic surgery and research, 14:301. Https://doi.org/10.1186/s13018-019-1337-0. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02204.

Event description:
It was reported that the study reported two post-traumatic hip dislocations occurred at 6 and 8 months after surgery that were reduced in ER and managed with brace for 1-month without need for revision of implants in group b. Attempts have been made and additional information on the reported event is unavailable at this time.